Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced recurrent bleeding in the femoral access would. A hematoma was noted as a possible complication of recent procedure. A pressure dressing was applied and the hematoma was evacuated. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced recurrent bleeding in the femoral access would. A hematoma was noted as a possible complication of recent procedure. A pressure dressing was applied and the hematoma was evacuated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.